Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the client that the external pulse generator had no capture and was sent to the biomedical department for testing. The device remains in use. No patient complications have been reported as a result of this event.